Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock connection was leaking insulin and air bubbles were seen in the tubing. The customer's blood glucose level was 304 mg/dl. Customer primed out air bubbles from tubing to resolve the issue.